Event description:
It was reported that an implantable lead was attempted to be placed in the left bundle branch (lbb) area. During placement, the physician encountered difficulty advancing the lead to the desired depth and observed suboptimal electrocardiography parameters despite attempts at several septal positions. The lead was then repositioned to a more basal location; however, resistance was encountered when attempting to extend the helix. The physician attempted to remove the lead from the patient, but the lead became entrapped in tissue. Multiple troubleshooting attempts were performed, including rotating the lead clockwise and counterclockwise, without successful release. Additional traction was applied, and the lead was eventually released and removed from the patient. Upon removal, visual inspection identified complete elongation of the helix. Fluoroscopy subsequently identified that a portion of the helix had fractured and remained retained in one leaflet of the tricuspid valve. The physician suspected that, during the attempt to place the lead in a more basal position, the lead may have been inadvertently positioned in the tricuspid valve leaflet rather than the interventricular septum. This was believed to have contributed to the unexpected resistance during helix extension and subsequent helix entrapment in fibrotic leaflet tissue, resulting in difficulty removing the lead. Additional attempts to place a new lead in the left bundle branch area were abandoned, and the procedure was completed with implantation of a standard coronary sinus lead without further reported issue. The physician did not expect the retained helix fragment to migrate and planned continued patient monitoring. Other than procedure prolongation, no additional patient harm was reported.

Manufacturer narrative:
Our investigation is ongoing once completed a supplemental report will be submitted with our findings.